Manufacturer narrative:
Investigation summary "material #: 367986, lot/batch #: 1293950. Bd received eleven (11) samples and a photo for investigation. The samples and photo were reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to introduction of air and inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes reporting bubble and gaps in the gel. The following information was provided by the initial reporter. The customer stated: "(B)(6) 2022 14:14:22 (gmt) bubbles and gaps in the gel¿